Manufacturer narrative:
Other applicable components are: product ID 39565-65 lot# serial# (B)(4) implanted: explanted: product type lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient has been having problems with it. He said he feels the stimulation down left hip if turned way up and runs down left leg, but it doesn't go across to other leg. The patient said he can't leave it that high. He can leave it at 2.1 volts. The patient saw a manufacturing representative (rep) about a month ago and he could not get it set for him. He told the patient the scar tissue could be in the way. Patient had an x-ray on wednesday andthe doctor said he didn't see anything. The doctor wants rep to come in again and check the patient. No further complications were reported. No additional patient symptoms were reported. Additional information received. It was reported that the rep initially saw the patient on (B)(6) 2017. They then met with the patient on (B)(6) 2017 and the rep couldn't get coverage in the patient's right leg. The patient had copies of the x-rays that were taken on (B)(6) 2017 and they could clearly see that their paddle lead had migrated off of the mid-line lateral to the left. Even the nurses that the rep showed the x-rays to agreed the lead had migrated. The doctor's nurse made a follow up appointment for the patient to see the doctor while the rep was there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.